Manufacturer narrative:
The tech found during a between pt inspection the brake was not holding due to normal wear and tear of the brake pads. Per the hill-rom user manual, warning: patients may use the bed for support while entering and exiting; if the unit moves unexpectedly, pt injury could occur. When the unit is unattended, ensure that both brakes are locked. The brakes for the clinitron bed are located at the right, head end and the left, foot end of the unit. To apply the brakes, step on the lower end of the brake lever to lock the wheels. To release th brakes, apply inward pressure to the upper end of the brake lever. The tech replaced the brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brake caster is not holding. The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. (B)(4).